Event description:
Lead product analysis was completed. The allegation of a low impedance/short circuit condition was not confirmed in the product analysis, or pa, lab. However, it should be noted that a large portion of the lead, including the electrodes, were not returned for analysis and, therefore, a complete evaluation could not be made. The returned portion measured 142 mm. The condition of the lead was consistent with those typically following explant and no obvious anomalies were noted. Setscrew marks were observed that indicated a good mechanical and electrical connection was present at one point in time. No discontinuities were identified in the returned lead portion. No abrasions that penetrated the tubing were observed in the returned portion. There was no evidence in the returned portion of the lead to support the low impedance/short circuit condition.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
It was reported via clinic notes received by the manufacturer that the patient's vns battery status was at 18-25%. The patient was referred for generator replacement due to an unknown reason. It was later reported at the replacement surgery that a low impedance of 600 o was observed on the new generator when connected to the lead. Generator diagnostics were within normal limits. No pre-operative diagnostics were available. Multiple instances of system diagnostics were ran without resolution of the low impedance. Lead pin insertion troubleshooting was performed and did not resolve the issue. The previous vns generator had already been discarded. Follow up with the company representative revealed that the surgeon was not willing to fix the lead at that surgery. The lead replacement surgery occurred later at a late date. The explanted lead has not been received by the manufacturer to date.